Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient initially reported on (B)(6) 2019 that they experienced a severe hypoglycemic event and lost consciousness. He contacted dexcom to request information regarding what the patient¿s glucose values were for the time of event ((B)(6) 2019). Further contact was made with the patient on (B)(6) 2019. The patient reported that she lives alone, awoke from unconsciousness rather than from sleep, and felt hypoglycemic (sweating as well as other symptoms that she declined to describe). She consumed an unspecified type of sugar and felt better. She did not need any medical intervention. Her phone was on her bedside stand during the event and she alleges that it did not alarm. The patient did not provide any cgm or bg values related to the event. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no low alarm on the mobile application. Data was provided for investigation. Confirmation of the allegation and a probable cause could not be determined.